Event description:
It was reported that this right ventricular (rv) lead recorded high out of range impedance measurements. Technical services (ts) was consulted, possible reasons for the exhibited issue were discussed, as troubleshooting options were provided. This rv lead remains in service. No adverse patient effects were reported.